Manufacturer narrative:
Additional manufacture narrative it is unknown if the device is available for return and evaluation; however, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. The patient¿s age and other patient factors and progression of underlying disease process may have contributed to the event. In this case, subsequent attempts to get additional information and return of the device for evaluation are ongoing. Therefore, the root cause for explant of this device remains indeterminable at this time. In the event additional information becomes available, a supplemental report will be submitted. A device history record review was performed and there were no related non-conformances that could have contributed to the event. The device met all manufacturing specifications and sterilization prior to release. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 25mm bioprosthetic valve was explanted after an implant duration of approximately five (5) years and four (4) months due to structural degeneration resulting in mitral stenosis. The explanted device was replaced with a 29mm bioprosthetic valve. Per the surgeon's response, there was no evidence the device was deficient. Status of the explanted device availability is unknown. The status of the patient post-operatively is unknown. Patients age at the time of event was (B)(6).